Event description:
On (B)(6) 2010, the pt reported yesterday, the infusion tubing was leaking insulin at the luer connection. She noticed the leak when she bolused for elevated blood glucose of 300 mg/dl. She changed the infusion tubing and bolused to lower her blood glucose. Her normal blood glucose level is 100 mg/dl. The infusion set had been in use for 3 days at the time of the incident. She stated, she is used to using longer infusion tubing and she may have rolled on it and pulled it during her sleep. The pt did not require treatment from a health care professional or second party to address the issue. The alleged product was discarded. No product will be returned for eval.

Manufacturer narrative:
No product will be returned for eval.